Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced 2 inappropriate shocks, from this electrode programmed in the secondary vector, while brushing their teeth. This sicd device exhibited over-sensing of noise. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising on programming options. The device remains implanted. No adverse patient effects were reported.